Event description:
It was reported that the insulin pump was malfunctioning. Caller stated that the insulin pump was delivering large amount of insulin by itself. Nothing further was reported.

Manufacturer narrative:
The insulin pump bolus wizard functioned properly per specs. Unit passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit was monitored for three days and no unexpected bolus delivery noted.